Event description:
It was reported that surgeon was doing a left hip revision due to mal position of cup. Primary case was done in (B)(6) in 2009. Surgeon replaced head, liner, shell and screws with tritanium revision components. It was also noted that when taking the head off, surgeon noticed significant corrosion inside the head. All explained items will returned for investigation.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was doing a left hip revision due to mal position of cup. Primary case was done in (B)(6) in 2009. Surgeon replaced head, liner, shell and screws with tritanium revision components. It was also noted that when taking the head off, surgeon noticed significant corrosion inside the head. All explained items will returned for investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding a malpositioned shell and corrosion in the head involving a v40 cocr head was reported. The event was confirmed. A material analysis has been performed. The report concluded: the black debris found on the machined tapered surface of the head contained ti-cr-mo-ca and p, consistent with biological material and a corrosion product. Damage on the articulating surface of the femoral head was most likely caused during the revision process because there is no corresponding damage to the articulating surface of the trident insert. No material or manufacturing defects were observed on the components examined. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact root cause could not be determined because no medical information was provided.